Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed system leak testing. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 29jul2019, date of report : 12aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer was able to isolate the leak to the test fitting. The customer passed test fitting, and the system passed leak testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.